Event description:
It was reported that when taking a biopsy of a small polyp, more bleeding than normal was noticed. To stop the bleeding the site had to be clipped and cauterized. There was no further patient injury or other adverse health consequence.